Event description:
The surgeon reported that the anchorage mtp plate broke after implantation. The patient is described as elderly with low mobility. The plate is not causing any symptoms and the surgeon does not plan to revise it

Manufacturer narrative:
The reported event that plate anchorage mtp / version v2 - right was alleged of issue s-12 (implant breakage after surgery) could not be confirmed since the device was not returned for evaluation and no other evidences (medical records, x-rays) were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The operative technique ((B)(4)) was reviewed and found to be complete. The instructions for use (v15013_eifu_en rev n non active implant IFU ot-IFU-105) were reviewed and found to be compete. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The surgeon reported that the anchorage mtp plate broke after implantation. The patient is described as elderly with low mobility. The plate is not causing any symptoms and the surgeon does not plan to revise it.